Event description:
This lead dislodged and was not capturing at 7.5v @ 1.5 ms. Bi-v pacing was programmed off and, to date, this lead has not been explanted. This is all of the available info at this time. If additional info becomes available, this event will be updated.